Manufacturer narrative:
Results: patient's condition affect effectiveness of device (lesion morphology - moderately tortuous, 80% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - moderately tortuous, 80% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat a lesion. The intended location to be treated was in the om vessel. The lesion morphology was described as moderately tortuous, with 80 % stenosis and little calcification. The device was prepped prior to use with no issues noted. During the procedure the lesion was pre-dilated with a two sprinter balloons one at 18 atm and another at 18 atm. It was reported that the stent could not cross a lesion in the cx vessel. The physician then removed the device from the patient and noted that the stent was deformed. The physician used a new stent (same model) to successfully complete the procedure. No patient complications were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 7th proximal stent segment was raised and deformed. Image review : procedural images were received. The procedural images show a lesion with stenosis and some calcification evident. There is a device in the vessel ¿ possibly a pre-dilation balloon. There do not appear to be any images of the endeavor resolute device that failed to cross the lesion. The subsequent images show a deployed stent in the target lesion. Based on the images which confirm calcification and stenosis, it is likely that the morphology of the vessel has contributed to the failure to cross and stent damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.